Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. However, it is likely the cutting wire broke due to one of the following: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above (1), an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the coated portion was scorched and melted. It is likely, the slider was pushed causing the cutting wire to deflect. The coated portion of the cutting wire was then possibly rubbed due to the stress of contacting a metal area of the endoscope. The instructions for use (IFU) contains the following information regarding this event: " when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device was returned and the evaluation found the following: part of the wire sheath had melted and the knife wire was exposed and the exposed knife wire was scorched and melted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope, the insulating coating on the lumen sphincterotome came off. The issue occurred during a therapeutic procedure, and the procedure was completed using a similar device. There were no reports of patient harm.